Event description:
The mitek rep. Is reporting that revisitation surgery was performed to retrieve some fragments of a guide wire broken and left in the pt on a previous surgery. The surgeon did not make a statement as to the condition of the pt due to the event or their condition post repair.